Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system's left side tracker was off. Once the calibration on the imaging system was performed on the imaging system, the accuracy was restored. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the behavior described is the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that a small screw fiducials were used to check accuracy. With the passive planar probe, there was a 4mm inaccuracy right at the beginning of the case. Both imaging and navigation were aborted and the site decided to use a c-arm to complete the case. During troubleshooting for this case, the manufacturer representative discovered that the calibration of the left side tracker was off. There was less and an hour delay in the procedure. No impact on patient outcome. It was later reported that the inaccuracy was about 2 cm posterior.